Manufacturer narrative:
(B)(4). Date sent: 12/18/2024 the device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that during an unknown procedure the surgeon squeezed handle once around bowel, tissue for resection and when she released it, almost the entire cartridge of unfired staples fell out into the patient's abdominal cavity. Staples dumped out of cartridge into patient unformed. The surgery was delayed due to the report the number of minutes is unk. The bowel was not cut, patient was ok and procedure completed. The staples "dumped" without the knife deploying. In addition, I spoke with the or circulating nurse from that case and learned that the surgeon had only closed the light grey closing lever and deployed the retaining pin while trying to position the device. The surgeon did not fire the stapler. The knife did not deploy nor any tissue transect without staples. Staples ¿dumped¿ out of the cartridge unformed. Staples were manually removed from the patient and an endo-gia linear stapler was used to complete transection. Patient was not impacted and case completed successfully.

Manufacturer narrative:
(B)(4). Date sent 12/12/2024. D4 batch#: unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent 1/2/2025 d4 batch #939c71 investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the cs40g device was received with no apparent damage and with a reload loaded in the device. The reload was received with some staples protruding, the washer uncut and with the knife recessed below the reload deck. The drivers were noted to be partially advance. The device was tested for functionality with a test reload and the device fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. The condition of the reload is consistent with the device being partially activated. As a result of the partial firing the lockout was engaged when the device was reopened. Do not fire the instrument unless the closure trigger is properly latched against the handle. The firing trigger must be pulled back completely against the closure trigger to properly fire the instrument. In addition, if the firing sequence is not complete, you could deploy the staples without cutting the washer and forming the staples. Please reference instructions for use for additional information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 939c71, and no non-conformances were identified.